Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and confirmed that this device passed all manufacturing and sterility inspections. As the device was not returned, further evaluation cannot be done. In addition, the surgeon has indicated that there was not a product malfunction of the edwards device. Therefore, no further action is necessary.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from follow-up with the health-care provider that the aortic valve bioprosthesis was explanted at implant due to a paravalvular leak. The operative report indicates that the initial tee showed no evidence of leakage once the patient was weaned from bypass. However, the final exam with tee prior to leaving the or revealed a significant paravalvular leak. The team then elected to reopen the patient and explore the valve leading to explantation of the edwards device. The leak was discovered to be on the noncoronary cusp side just prior to the commissure between the right and the noncoronary cusp. There was a significant amount of calcium in this area. The surgeon indicated that he felt this resulted in imbrication of the aortic wall, resulting in leak. He also indicated that the reason for removing the valve was patient related and not due to a device malfunction. The device was replaced with another edwards bioprosthetic valve with satisfactory results.